Manufacturer narrative:
This report is based on information provided by philips authorized service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device cannot boot. Based on the information available, the device was evaluated at the customer site and identified the root cause of the reported issue was due to the defective assy therapy and pca therapy exchange ii spk. The device is working fine as per manufacturer's specifications after replacement of defective therapy pca and pca therapy exchange ii spk. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ device cannot boot. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.